Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. An event of a leak was reported. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, after flushing and inserting the ablation catheter, the patient had elevations above the posterior wall and a drop in pressure. Air was not detected but the physician alleges that an air embolism occurred due to the sheath. The sheath was replaced, the patient was stabilized and the procedure was successfully completed.